Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by damaged video connector pins. However, the specific cause of the damaged video connector pins was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the visera elite ii video system center displayed an e226 error (scope communication error). This issue was not observed during a patient¿s procedure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Error code e226 occurred due to video connector pin breakage. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.